Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer stated that multiple instruments on universal surgical manipulator (usm) 4 did not fully close at the tips even when the master tool manipulators (mtm) were fully closed. The customer reported that this occurred across three different instruments on usm 4 and was also observed in another case involving usm 4, with no system errors displayed. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested multiple instruments on universal surgical manipulator (usm)4 with surgeon side cart 1 (ssc1) and ssc2 and was unable to reproduce the issue. System was tested and verified ready for use. The complaint was not confirmed based on the field evaluation. Isi has not received the instrument involved in this complaint as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Multiple instruments were tested on the systems with no further issue observed. The fse's service visit did not reveal any issues related to the customer reported event.